Event description:
A (B)(6), female, pt, called zoll customer support to report that she was receiving a service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation pins 37, 38, and 39 were shorted and pin 55 was out of tolerance on u713, which caused the belt communication problems. U713 is a microcontroller on the electrode belt distribution node pca board. The root cause for the shorted and out of tolerance pins of u713 could not be positively identified. No adverse event resulted from the shorted and out of tolerance pins. The pt received a replacement electrode belt.